Event description:
It was reported that during a primary shoulder surgery, a foreign object was detected on intra-operative radiography before leaving the operating room, and inspection of the sizer handle revealed the push rod was broken. Subsequent inspection confirmed the push rod of the sizer handle had fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.